Event description:
Clinic notes dated (B)(6) 2013 were received which indicate the patient has breast cancer. It is unknown what the relationship of the cancer is to vns. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been received.

Manufacturer narrative:
Event reported, but confirmed invalid.

Event description:
Further follow-up revealed that the patient does not have breast cancer. The physician's office reported that the patient has a family history of breast cancer only.